Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was placed and driven on an in-house system. The instrument passed the self-test homing. The instrument moved intuitive with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity, cut, jaw gap verification and grip force tests. The grip force test result was 8.66 lbs. The energy delivery test was performed with various orientations the grip tips and passed. No ceramic dots missing. E-100 logs show 263 seal events with 11 "high initial starting impedance" errors, indicating that the user likely tried to seal too thick tissue, resulting in an error.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted non-transthoracic esophagectomy procedure, the customer had issues with the vessel sealer extend (vse) after 90 minutes of operation. The coagulation suddenly was not working. The dv system displays seal and makes noises when the surgeon presses the switch, but there is no coagulation. On march 21, 2024, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument was visually inspected before use and functioned normally at the start of the operation. The surgical task being performed was sealing and cutting. The specific issue experienced by the surgeon was that the device suddenly stopped sealing, even though there were no error messages displayed. The vessel sealer worked for the first 90 minutes of the procedure without any restrictions. No errors occurred when the vessel sealer issue occurred, and the audible signals were normal. Tissue was not cut that was not fully sealed, and the target tissue was lymphatic tissue for stomach preparation. The target tissue was lifted but not tensioned, and the vessel was not greater than 7 mm in diameter. The tissue was exposed to neoadjuvant chemotherapy, but there was no tissue effect observed during the sealing cycle. The jaws did not come into contact with any foreign materials, and there was no unexpected additional bleeding experienced by the patient.